Event description:
Philips received a complaint by the customer on the v60 indicating that during routine maintenance of the equipment, the nurse found that the ventilator would automatically turn on and could not be turned off. It was reported there was no patient involvement at the time the issue was discovered. After the maintenance personnel troubleshot the device, they found that there was a problem with the control panel of the equipment, which led to the failure, and the equipment was disabled, and the control panel was replaced. The device works properly after the control panel is replaced. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6).